Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer had a blood glucose level of 374 mg/dl this morning. Customer's blood glucose was now at 351 mg/dl. Customer had been having issues with bent cannulas and bent needles several times. Caller stated that the insertion need was bent when it was removed. Caller stated that when she changed the set this morning, the needle came out straight. Caller stated that the incident happened last week. Customer changes the pump every 2 days. Customer is inserting the needle into his abdomen. Customer was explained that the needle is probably hitting the scar tissue. Customer's blood glucose was still running over 300 mg/dl and they put in insulin twice to treat. Customer's blood glucose was 301 mg/dl while they were on the phone. Caller was explained that they could be inserting into some hardened tissue like scar tissue. Customer has been inserting into his abdomen for about 8 years.